Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical field service technician went onsite and evaluated the device and found main printed circuit board as the problem. Field technician ordered main printed circuit board and installed to resolve error. Field technician performed complete operational check of unit performed and passed per manufacturers specifications. Oxygen output checked and passed. Unit ready for return to patient use.

Event description:
The customer reported motor fault on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.